Event description:
It is reported that a 3.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent (MFR report# 2953200-2009-00771) and a 3.5mm diameter x 12mm length endeavor rx drug-eluting coronary stent (MFR report# 2953200-2009-00772) were deployed in to a pt with history of diabetes, hypertension and hyperlipidemia to treat a lesion located at the bifurcation of the lmt-lcx and exhibiting 50% stenosis. As the physician confirmed that both, pt's condition and finishing of the procedure were fine, the pt was sent back to the ward; however, his condition suddenly changed and angiography confirmed a total occlusion at lad. Ptca was performed and a 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent (MFR report# 2953200-2009-00773) was deployed at lmt-lad. It is reported that 10 days post procedure, the pt presented with cardio pulmonary arrest. Percutaneous cardiopulmonary support system was applied. Angiography confirmed thrombotic total occlusion at lmt. Aspiration of thrombus and poba were performed; however, it is reported that the pt died. According to the stent thrombosis report provided by the field, the pt had a number of co-morbidities which may have impacted on the thrombosis event; however, stent thrombosis is a risk associated with every stent deployment procedure.

Manufacturer narrative:
Eval: results: stent thrombosis, death. Other (secondary intervention: ptca, percutaneous cardiopulmonary support system, poba).